Event description:
Boston scientific received info that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the setscrews were found to be tight. The physician tugged on the lead while connected and the lead remained secured. The terminal pin could also be seen through the connector block. The device was removed from the pocket and impedance measurements returned to the normal range before attempting any adjustments. The device was checked with a pacing system analyzer (psa) and again showed normal measurements. Technical services (ts) discussed this was probably a lead connection issue at the anodal ring but they cannot rule out a connector block issue at this time. Ts suggested if the physician was not confident in the system they should consider replacing the device. The device was explanted and returned for analysis. No other adverse pt effects were reported. Our records indicate that this lead remains implanted. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.